Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming. The patient's condition is unknown. Another stapler was used.